Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. There was indication of dried fluid in the cassette compartment. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The internal inspection revealed indications of infestation on the top cover of the cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the adverse event(s) of shortness of breath (sob) and fluid retention which warranted hospitalization and subsequent cardiac monitoring. Based on the information available the etiology of the event(s) is unknown; therefore, causality cannot be established. As such, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event(s). The liberty select cycler was returned to the manufacturer for evaluation, which is pending at the time of this investigation the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is unable to drain. The patient stated that they are in the hospital. Upon follow up, the pdrn stated that the patient could not complete treatment on (B)(6) 2018 and complained of shortness of breath due to fluid retention. A new cycler was requested and the patient presented to the hospital where he completed treatments and incidentally the patient was admitted for cardiac monitoring to perform some tests. The patient had no other cardiac issue/ heart attack. The patient remains hospitalized as of today. Pd continued and the patient has recovered from fluid retention.